Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose of 60 mg/dl and that previously their pump alarmed sensor error. Customer also indicated that the sensor glucose and blood glucose were not correct and the pump alarmed threshold suspend. The sensor glucose level was unknown. No further details given.